Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the exera iii duodenovideoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5, d9 from 31-oct-2024 to 27-oct-2024, e2 to ¿no¿ and e3 (non-healthcare professional), h6.1 from 841-imager to 3123-tip, and h8 to ¿reuse¿. Update h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). It is possible that the user could not perform reprocessing properly due to leakage from the biopsy channel caused by damage and remove the foreign material. The event can be detected/prevented by following the instructions for use (IFU): detection method is described in tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measures are described in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the distal end of the duodenovideoscope had residual liquid/foreign material. There was no patient involvement.